Manufacturer narrative:
(B)(4). It was reported that the patient underwent a long scar revision procedure on (B)(6) 2015. Approximately one week after a scar removal the patient began to develop mild to moderate hives all over her body that move to face and chronic urticaria. As per patient, she has had unknown injections on unknown dates and was using zyrtek, zantac and various creams. The patient stated that she had numerous appointments with no answers regarding her condition.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a long scar revision procedure on unknown date in mid-(B)(6) and suture was used to close wounds. The patient received a small amount of cutaneous radiation to the scars daily for three days, to reduce risk of recurrent severe hypertrophic scars. Approximately four-six weeks later, the patient developed a mild rash/hives on arms and torso, but not on her healed surgical wounds. Despite antihistamines and steroids managed by dermatologists and allergists, the rash has worsened over the last two months. It was also reported that the surgery site appears normal. Additional information has been requested.